Event description:
Voluntary medwatch was received by (B)(4) on (B)(4) 2014. The medwatch made reference to an event that occurred on (B)(6)2014. The device was discarded. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully. The voluntary medwatch pertains to three other medical device reports previously submitted, and for which follow-ups shall be submitted in response: 9681834-2013-00154, 9681834-2014-00137, 9681834-2014-00169.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).